Manufacturer narrative:
This is the initial and final report submitted regarding this surgical event and medical device.

Event description:
Sepsis, treated with serial debridements and staged revision.